Event description:
It was reported that the patient presented in clinic for follow up, the atrial lead exhibited noise. It was suspected that the lead might have sustained rib clavicular crush damage. Noise could not be reproduced with pocket manipulation or isometric exercises. No intervention was reported.